Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to right upper back on (B)(6) 2018 using coolcore and to left upper back using coolcore on (B)(6)2018 who developed paradoxical hyperplasia (pah/ph) of upper back diagnosed on (B)(6)2018.

Manufacturer narrative:
Reporter's telephone number (e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to right upper back on (B)(6) 2018 using coolcore and to left upper back using coolcore on (B)(6)2018 who developed paradoxical hyperplasia (pah/ph) of upper back diagnosed on (B)(6)2018.